Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd gravity extension line was kinked. The following information was received by the initial reporter in dutch with the verbatim: feedback from anaesthetists: the tubing bends and blocks the flow of fluid, especially when heated.

Manufacturer narrative:
Investigation results: a di-80-g product was not available for investigation; however the customer confirmed that the complaint sample was from lot ta200425. The customer indicates that the tubing kinked during use and occludes flow, "especially when heated". As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot ta200425 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the di-80-g product.